Event description:
Information received indicates the device was explanted due to high gradient and stenosis. At retrieval, the surgeon noted patient prosthesis mismatch; the valve was not the correct size for the patient. The product was replaced with no additional complication reported for the patient.